Event description:
It was reported that the customer experienced an issue with a fenestrated bipolar forceps instrument. The customer reported event has no report of patient injury.

Manufacturer narrative:
The fenestrated bipolar forceps has been returned and evaluated by the failure analysis (fa) team. The product was returned along with a different failed product as an incidental return. There is no reported complaint against this product. The instrument was tested on an in-house system: the instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. The instrument passed the grip test. The instrument passed energy delivery testing in various grip orientations. The instrument also passed the electrical continuity test. Further visual inspection the instrument was found to have one bent grip, causing them to be misaligned. The offset at the tips was 0.65 mm. The grips were not found to be cracked. Further inspection found to have thermal damage to the yaw pulley. The yaw pulley had charring and localized melting on the outer surface of one bipolar yaw pulley. No section of the active electrode grip was exposed. The instrument passed the electrical continuity test.

Manufacturer narrative:
The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use.

Event description:
Refer to h11 for follow-up information.